Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: unknown leads, upn: unknown , model: unknown, serial: unknown , batch: unknown.

Event description:
It was reported that the patients lead had migrated. The patient underwent revision procedure.